Event description:
Customer reportedly obtained a result of lo without blood applied to the test strip. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.